Manufacturer narrative:
Per customer, the unit serial number is (B)(4). The machine was evaluated and the service rep. Could not duplicate the problem and therefore the issue could not be found. The unit is currently an active unit at the facility. The last preventative maintenance check was (B)(6) 2017 and it passed.

Manufacturer narrative:
Mw5067113. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator did not trigger a breath with patient effort. The customer reported the device was in use, but there was no patient harm reported